Manufacturer narrative:
Section d4: manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section d5: operator of device corrected. Section g4: PMA # corrected. There was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the housing of the power module was not confirmed. The power module (serial number: (B)(6) was not returned for analysis and no images were submitted for review. Multiple good faith efforts were sent asking if the damage affected equipment operation, if photos of the damage are available, and if the power module would be returned for analysis. To date, no response has been provided. If the unit is returned this investigation will be reopened and the power module will be evaluated accordingly. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the heartmate power module (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Power module precautions are documented in the heartmate power module instructions for use (IFU) under section ¿precautions¿. Section 4.0, entitled ¿power module (pm) backup power¿, describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Section 2.0, entitled "setting up the power module (pm) prior to use", explains how to set up the power module, including how to connect the backup battery. "Inspection, cleaning, and maintenance" explains the steps to properly maintain the power module and power module backup battery. Heartmate 3 instructions for use (IFU) section 3, entitled "powering the system" explains that the power module must be plugged into electrical power at all times. If the power module is without electrical power for approximately 18 hours or more, the power module backup battery may be damaged. If the power module will be unplugged from electrical power for an extended time, such as for transport for service or maintenance, disconnect the power module backup battery to prevent damage to the battery. Section f, entitled "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the enclosure of the power module (pm) was broken and had exposed areas.